Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction that results in an inability to initiate mechanical ventilation. There is no patient involvement.